Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
Additional information confirmed the reason for hospitalization prior to the right heart catheterization on (B)(6) 2023 was un-related to the cardiomems device.

Event description:
It was reported that the patient was hospitalized and the physician suspected the cardiomems readings were not accurate. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated at the time of the procedure. On (B)(6) 2023 it was requested that the sensor baseline be adjusted via the patient care network database. The sensor mean was increased by 30 mmhg. The reason for hospitalization was not confirmed. Additional information has been requested.